Event description:
It was reported that an empty cartridge alarm occurred and that insulin gauge displayed amount different than expected, with pump showing 0 units when caller expected 150 units earlier in the day. There was no adverse impact to the customer's blood glucose level. Customer reloaded same cartridge, received education that this alarm occurred when pump detected that cartridge was empty, and was advised calling back for additional troubleshooting if another fill estimate issue occurred, which caller understood and acknowledged.